Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. The hp found that the supply bag was not completely spiked. Gts had the hp cycle power. The hp would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp said, the bag wasn't spiked all the way and the line and the bag became separated. The hp said that he did not know what might have caused the separation, and he did not notice it until after the alarm. He did not see anything unusual with the supplies. The hp said that he used a compact exchange device (cxd) to spike the bags. The hp said he could not remember if he told his nurse about the alarm, but that everything had been going fine since. No patient injury or medical intervention was reported.